Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect total b-hcg and provided the following data: reference: architect total b-hcg package insert reference range: = 5.00 miu/ml is negative, = 25.00 miu/ml is positive, greater than 5.00 miu/ml and less than 25.00 miu/ml will be reported with concentrations only (grayzone), which no interpretation will be reported for these grayzone results. Abbott hcg test: 31.49 (positive) & 23.29 miu/ml (grayzone) roche beckman result was negative. The result after peg precipitation is 0.0miu/ml. Patient and historical data: the patient is 42 years undergoing ivf and was not pregnant. Test results since (B)(6) 2024 were 32.93, 26.87, & 31.44miu/ml. The dilution results are linear with the original multiples. There was no reported impact to patient management.

Manufacturer narrative:
Section d4: lot number, catalog number, and primary UDI were corrected. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Trending review did not identify a related trend regarding commonalities for complaint lot and customer reported event. The overall performance of the architect total b-hcg reagent was reviewed using field data from customers. The review of field data determined the median patient results for the complaint lot are within the established limits and comparable to other lots. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the architect total b-hcg reagent, lot 64278ud02.

Event description:
The customer reported false positive architect total b-hcg and provided the following data: reference: architect total b-hcg package insert reference range: = 5.00 miu/ml is negative, = 25.00 miu/ml is positive, greater than 5.00 miu/ml and less than 25.00 miu/ml will be reported with concentrations only (grayzone), which no interpretation will be reported for these grayzone results. Abbott hcg test: 31.49 (positive) & 23.29 miu/ml (grayzone) roche beckman result was negative. The result after peg precipitation is 0.0miu/ml. Patient and historical data: the patient is 42 years undergoing ivf and was not pregnant. Test results since (B)(6) 2024 were 32.93, 26.87, & 31.44miu/ml. The dilution results are linear with the original multiples. There was no reported impact to patient management.